Event description:
It was reported there was difficulty eliminating t wave over sensing. Reprogramming attempts were made to manipulate the sensing vectors and extend the blanking periods on the device, but they were not effective. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Products: competitor 4096 implantable pacing lead 2005 (B)(6); competitor 7000 implantable tachy lead 2005 (B)(6). (B)(4).